Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to endocarditis, and they were treated with medicine. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry. No further patient complications have been reported as a result of this event.